Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/21/2021. H.6. Investigation: one sample was received and tested by our quality team. The set was lacking a drip chamber and the separation was immediately noticed. A microscope was used to determine possible root cause of this failure. Clear evidence of lack of solvent for this set was noticed being the root cause. The manufacturing team has been notified and are implementing changes to ensure this failure no longer occur. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd sec 20dp, texium & hanger v/nv experienced component separation. The following information was provided by the initial reporter: tubing came apart below drip chamber during use. Tubing is contaminated with bendamustine cytotoxic.

Event description:
It was reported that the bd sec 20dp, texium & hanger v/nv experienced component separation. The following information was provided by the initial reporter: tubing came apart below drip chamber during use. Tubing is contaminated with bendamustine cytotoxic

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.